Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited under-sensing. The pacemaker remained implanted. No programming changes were made. The patient was in stable condition.